Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press and sticking. Customer stated that insulin pump had a constant beep. Customer stated that insulin pump rewinds a lot slower than it used to. Customer stated that the sensor was alerting high sensor glucose but customer's blood glucose level was not high. No harm requiring medical intervention was reported. The device will not be returned for analysis.